Event description:
Additional information received that the issue was resolved by troubleshooting and the device was connecting wirelessly.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the phenomenon could not be observed/duplicated. There were no abnormalities. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6), UDI#: (B)(4), the phenomenon could not be observed/duplicated. There were no abnormalities. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb2, serial/lot #: (B)(6), UDI#: (B)(4). The phenomenon could not be observed/duplicated. There were no abnormalities. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, when attempting to switch to a wired connection, the if was not recognized. Although the version upgrade had been completed, a message appeared requesting a version upgrade. There was no patient impact in this event.